Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 600mg/dl. The customer stated that she accidentally fell on the ice outside her home and her insulin pump was cracked where the reservoir sits. The customer stated that she has noticed the reservoir has not been sitting steadily in the reservoir compartment and the insulin pump has not been functioning properly ever since. Troubleshooting was performed. Reviewed the programming on the device. The customer stated that her last bolus recorded was (B)(6) 2011. The customer claimed that she has given herself more bolus and they are not registered in the bolus history. Advised the customer to discontinue the insulin pump use and to revert to back up plan. No further info was provided.